Event description:
It was reported that balloon issues occurred. The 20mm x 3.50mm quantum nc apex balloon was selected for use. The balloon catheter was placed on negative pressure and inserted into the guide catheter. As the balloon advanced over the aortic arch, it was noted that it appeared minimally inflated. The device was removed, and the balloon was found to contain contrast and was not fully deflated as it should be with negative pressure applied. The device was tested outside the patient and was not inflating and deflating optimally. The procedure was completed with another device. There were no patient complications, and the patient condition was stable.

Manufacturer narrative:
The nc quantum apex mr 20mm x 3.50mm was returned for analysis. Visual, tactile and microscopic analysis as well as functional testing was performed on the device. No issues were identified during analysis. The device was attached to an encore inflation unit and the balloon was inflated successfully and without issue. Inflation was to the rate burst pressure (rbp) of 20 atmospheres (atm) as per instructions for use. The balloon was able to deflate in 10 seconds without issue. The allegation in the complaint was not confirmed.

Event description:
It was reported that balloon issues occurred. The 20mm x 3.50mm quantum nc apex balloon was selected for use. The balloon catheter was placed on negative pressure and inserted into the guide catheter. As the balloon advanced over the aortic arch, it was noted that it appeared minimally inflated. The device was removed, and the balloon was found to contain contrast and was not fully deflated as it should be with negative pressure applied. The device was tested outside the patient and was not inflating and deflating optimally. The procedure was completed with another device. There were no patient complications, and the patient condition was stable.